Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason. There was no device malfunction suspected. The patient was doing well postoperatively, and the explanted lead was not returned. Additional information was received that the patients lead had migrated prior to the revision.

Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason. There was no device malfunction suspected. The patient was doing well postoperatively, and the explanted lead was returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.